Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, had a monitoring voltage measurement of 2.52 volts and 13.3 seconds charge time measurement. The device had been implanted for greater than 40 months but now there is an allegation of premature battery depletion against the device.